Manufacturer narrative:
H3.: plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fibers were wet, and blood residue was noted throughout the dialyzer and in the header on the non-cavity ID end. During gross visual examination of the returned device, delamination was noted on the non-cavity ID end. The header cap on the non-cavity ID end was removed for further evaluation. Upon further evaluation, the delamination was observed at approximately 280 degrees and extended to approximately 80 degrees, with the dialysate ports situated at 0 degrees. There was no other damage or irregularities noted on the returned sample. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, re-work, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred towards the end of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were used for the treatment. Blood leak test strips were used to test for the presence of blood, and they tested positive. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted. The patient¿s blood was not returned, and estimated blood loss (ebl) was approximately 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete treatment; dialysis was discontinued because the patient was almost finished with treatment when the blood leak occurred. The dialyzer was reportedly available to be returned to the manufacturer for evaluation.